Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the bipolar yaw pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding forceps are chipped was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was chipped on the working end- not optimal for surgery use. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument was identified prior to reprocessing, it was seen after going through the cleaning process before repackaging. Nothing else was reported from the operation room.